Event description:
The external pulse generator was returned to the manufacturer for repair due to physical damage, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Upper and lower cases, both bail covers, and the ring cover are broken. Battery release, heart block, lead flex cover, and lcd display are contaminated. Both bails and ring are missing.